Manufacturer narrative:
An event regarding malposition leading to instability and subsequent revision surgery involving a triathlon baseplate was reported. The event was confirmed. Method & results: device evaluation and results: the returned baseplate has evidence of fibrous tissues interfacing on the distal beaded surface. The superior surface of the baseplate impression markings of product details from the returned insert. The device is otherwise unremarkable. Medical records received and evaluation: medical review indicates that: multiple component malposition has contributed to instability in the knee joint with additional problems in the pf joint due to the femoral component malposition. All problems, facts and findings as reported are consistent with each other and are all related to femoral as well as tibial component malposition. Because the surgeon is responsible for optimal component placement, root cause of failure is procedure-related. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: based on the medical review provided multiple component malposition, including the baseplate, has contributed to instability in the knee joint with additional problems in the pf joint due to the femoral component malposition. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revised triathlon total knee due to patient complaint of instability. Patient had primary done as a bilateral replacement in 2014. All left implants were removed and revised to a triathlon ts..

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revised triathlon total knee due to patient complaint of instability. Patient had primary done as a bilateral replacement in 2014. All left implants were removed and revised to a triathlon ts..